Event description:
The gastrointestinal videoscope (gif-1100) was returned to an olympus service center for evaluation (manufacturer report number: 9610595-2022-01693). Upon inspection and testing of the returned device, it was observed the auxiliary water inlet cap, maj-215 (subject device), was missing. This report is being submitted for the reportable malfunction of missing auxiliary water inlet cap. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
H4 device manufacturer date: date of manufacture cannot be identified since the serial number/ lot number was not provided. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the root cause of the reported issue could not be identified. The following information is stated in the IFU (instructions for use) operation manual 4.2 insertion: when the auxiliary channel adaptor is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip from the auxiliary water inlet. Olympus will continue to monitor field performance for this device.